Event description:
It was reported that the patient had been scheduled for a pump replacement on (B)(6) due to end-of-service. It was indicated that the pump stalled before that and the patient went through withdrawal. The reporter did not know when the pump had stalled as it had not been interrogated yet. It was noted that the pump was being replaced on the day of report. The device system was used to deliver lioresal. Six days later, it was reported that, when the pump was interrogated, it was found that no motor stall had actually occurred. The physician removed the pump and successfully replaced it with a new one. As the patient had not been getting his drug for several weeks, he was started on a lower dose. At the time of report, the patient was doing fine and was receiving effective therapy. Two days after that, it was reported that the patient had missed his pump replacement date, so he was without drug for two weeks. It was indicated that there was no issue with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).